Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿both t1 and t2 deployed together.¿ t1, t2 and suture were not returned. The depth limiter was attached and had been bent and creased. The delivery needle was visibly deformed. It had been bent toward the left and visibly downward. Due to the needle damage, the device no longer cycled or actuated. Symptoms are consistent with difficulty in reaching the desired anchoring location. Under warnings the instructions for use states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that, during a meniscal repair surgery, both t1 and t2 deployed together. Both anchors were removed from the patient. The procedure was successfully completed without considerable delay by using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during surgery both t1 and t2 deployed together. It is unknown if there was a delay and if a back-up was available. No patient injuries were reported.